Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that patient had 2 episodes of burning at the pocket site that lasted about 3-4 seconds. The patient stated the burning episodes were painful and the pain almost made him double up and stop what he was doing and made him more alert. The patient pushed against lead but did not feel anything different. The patient stated he might have lifted something however he is usually pretty careful. The patient also mentioned he had some shocking burning in the back right after implant was placed in 2016; however, that has not happened since. The patient stated he did not know if vibration was too high or if he was used to the stimulation. The patient talked to a representative a few times about that in the past. The device was checked, and nothing was happening. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the burning sensation resolved on its own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient noted the burning at their ins pocket site has been resolved. The patient thinks it was due to having lifted something. The patient did not want further evaluation. No further complications were reported or anticipated at this time.